Event description:
It was reported that the ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and verified a relevant error codes in the memory logs. The breath delivery unit (bdu) printed circuit board was replaced. The part was provided by the customer. The service engineer uploaded the latest software revision. The ventilator passed all testing and operated within manufacturing specifications.